Manufacturer narrative:
An event of unspecified functional issues was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed based on the information related to the implant procedure provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
User facility medwatch report mw5156516. Received that states "as reported by the field clinical specialist and per medical record review, the initial tavr procedure involved placing a 23mm sapien 3 ultra in a pre-existing trifecta surgical valve. Post valve deployment, tee revealed no central aortic regurgitation, and no perivalvular regurgitation, however with a gradient of 23mmhg with clear constrained valve due to the prior 23mm trifecta valve, the decision was made to preform post-dilation to remodel the trifecta valve with a 22mm true balloon. During the post dilation with the non-(B)(6) balloon, the balloon ruptured. When they attempted to remove the balloon, it got caught on a previously placed aortic arch stent. They tried several maneuvers to remove the balloon which resulted in an iliac artery perforation and multiple iliac stents and ultimately an open repair of the vessel. The discharge echo showed the s3u functioning well. Reference report: mw5156517. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). It was reported that on an unknown date, a 23mm trifecta valve was implanted during an aortic valve replacement. On an unknown date, a 23mm non-(B)(6) transcatheter aortic valve was implanted in the pre-existing trifecta valve. After the transcatheter valve was deployed, transesophageal echocardiography (tee) revealed no central aortic regurgitation and no perivalvular regurgitation. However, a gradient of 23mmhg with clear constrained valve was present due to the prior trifecta valve. The decision was made to perform a post-dilatation with a 22mm non-(B)(6) balloon. During the post-dilatation, the balloon ruptured. When attempting to remove the balloon, it got caught on a previously placed aortic arch stent. Several maneuvers were attempted to remove the balloon, which resulted in an iliac artery perforation. The perforation required multiple iliac stents and ultimately and open repair of the vessel. On discharge echocardiogram, the non-(B)(6) transcatheter valve was functioning well.